Event description:
It was reported that the tidal volumes delivered by the device during a surgical procedure suddenly dropped significantly. There was no patient injury reported.

Manufacturer narrative:
Initially, there was no stop of ventilation reported. The dispatched dräger service engineer could determine that indeed a ventilator failure had occurred during use of the device. A causal connection could be drawn to the loss of the auxiliary vacuum pressure which is necessary to keep the piston diaphragm in place during ventilator operation. The root cause could be associated to a malfunction of the main control board of the device. After replacement of the pcb the workstation passed all tests and could be returned to use w/o further problems reported to date. Dräger finally concludes that the device has responded as designed upon the malfunction of a single component. A shut-down of automatic ventilation is accompanied by a corresponding alarm and, manual ventilation with the built-in breathing bag remains possible. The malfunction of an electronic component after almost 12 years of use can be considered acceptable.